Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer report being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that he got his braces and wisdom tooth removed and he has been under a lot of stress. The customer stated that he had experienced unexplained blood glucose for the past two years. The customer's most recent glucose reading was 282mg/dl and was treated with the insulin pump. No further information was provided.